Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced periods were extremely heavy. This event was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, an ablation procedure was performed about 2 years after essure insertion because of the heavy menstruation. Considering a positive temporal relationship and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, other events non-serious were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0664, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) in 2008. Consumer reported that in 2007 her gynecologist told her that "women of her size" ((B)(6)) were not candidates for tubal ligation and that this device essure was the best choice. In 2008 the essure coils were placed. She can remember them telling her in recovery that they had a hard time placing her right side coil, but a rep from the company was able to get it placed. After the essure placement her weight ballooned to (B)(6) and her periods were extremely heavy and painful, making her borderline anemic, she lost time from work and she had horrible migraines with every menstrual cycle. She underwent a gastric bypass in (B)(6) 2009. Because of the heavy menstruation and uterine lining thickening without explanation, she underwent an ablation procedure in 2010. She still suffers from migraines, now she is finding out she is allergic to nickel which she never was before the essure was placed. She woke every day with stiff joints, and deal with chronic tiredness as well. None of these things were told to her, especially the fact that there are pet fibers in the device. She would not has gotten these coils placed if she had known that fact. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced periods were extremely heavy. This event was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, an ablation procedure was performed about 2 years after essure insertion because of the heavy menstruation. Considering a positive temporal relationship and based on the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, other events non-serious were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.